Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after deep endometriosis/ infiltrating, patient loss 4 hemoglobin points. Patient was bleeding and blood loss was more than 500cc that required blood transfusion. Patient hospital stay was also extended.